Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that a cartridge change error occurred. Lastly, it was reported that a minimum fill notification occurred. Customer declined to troubleshoot with tandem technical support for the cartridge change error and minimum fill notification issues, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.